Event description:
It was reported that during an unknown procedure, the stapler did not fire staples, but the blade still cut. The procedure was converted to open for completion.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ats45 device was received with two tr45w cartridge reloads. Cartridge (a) tr45w, l55c4r was loaded on the device unfired and in good visual conditions. Cartridge (b) tr45w, l55c4r was received unfired and in good visual conditions. The device was tested for functionality with the returned reload (a, b) and they fired, cut and formed the staples as intended. The device fired without any difficulties, the staple lines were complete and the staples were noted to have the proper b-formed shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the cartridge remain in the jaws at all times or did it become dislodged during firing? This was not mentioned by the surgeon, when questions regarding anything usual with the firing. Furthermore I had asked had he noticed anything different with how the cartridge was loaded and again he responded that nothing was unusual at that stage.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what kind of procedure? Lower anterior resection. Converted to open ¿ was the conversion to an open procedure only caused by the difficulties with the device? Yes. Device cut but did not staple when cutting the pedicle, only distal end clamped and therefore opened to stop bleeding or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused this? No. Patient circumstances leading to misfire. Did the device deliver any staples? Nothing was mentioned by the consultant. Was the cut line complete? Yes, it completely cut the pedicle. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? The cut line was straight, nothing unusual noted. Is the device available to be returned for analysis? Yes I have possession of the device. On what tissue type was the device used? At what location on the tissue? Dissecting the pedicle during early stages of lar. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 1st firing. What color cartridge was being used? White. What other color cartridges were used before and after this event? Converted to open, device was not used before or after incident. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No unusual noises. Were any of the forces higher or lower than expected (closing, firing, or opening)? The firing trigger was easier to fire and did not require as much force after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Nothing noted. What was the patient¿s pre-op diagnosis? Tumor in lower colon, nothing unusual. What is the current status of the patient? Patient recovered as normal. Was there any change in the patients recovery? Recovery took slightly longer, due to conversion to open. No adverse events. Is there any other additional information you would like to share about this device or procedure? N/a. How much blood did the patient lost? Was a transfusion required? No transfusion was required, and the consultant did not specify blood loss.